Manufacturer narrative:
It was noted that the lead was discarded after the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The rv pacing impedance measurements had also increased, but were not out of range. Other lead measurements were noted to be good. Noise was observed at one time on the pace/sense and shock channels, which appeared to be from electromagnetic interference (emi). The rv pacing threshold measurements had also increased. A 1.1 joule shock was delivered which revealed a shock impedance measurement of 101 ohms. A 41 joule commanded shock was performed, and a code 1005 was observed on the device, which is indicative of an open circuit. The patient's rv lead was suspected to be fractured. A surgical revision was performed and an attempt was made to explant the lead. The lead broke during a difficult explant due to a highly calcified lead, and the distal shocking coil remained in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that a219/(B)(6) was explanted due to infection/sepsis. Lead 3501/(B)(6) also explanted. Device/lead removed at the insistence of the infectious disease specialist. Device pocket clean with no sign of infection. Patient has distal coil of previous rv defib lead remaining in her ventricle which is likely source of sepsis.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that a219/(B)(6) was explanted due to infection/sepsis. Lead 3501/(B)(6) also explanted. Device/lead removed at the insistence of the infectious disease specialist. Device pocket clean with no sign of infection. Patient has distal coil of previous rv defib lead remaining in her ventricle which is likely source of sepsis. Additional information received reported that the patient contracted sepsis. A revision was performed which noted the device pocket had no sign of infection. It was noted that the distal coil which previously remained in the patient was suspected to be the source of the sepsis. The remaining portion of this distal coil was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the patient contracted sepsis. A revision was performed which noted the device pocket had no sign of infection. It was noted that the distal coil which previously remained in the patient was suspected to be the source of the sepsis. The remaining portion of this distal coil was explanted. No additional adverse patient effects were reported.